Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site. The dilution probe aspiration pump (dip) was leaking and the concentrated drain pump (cdp) motor was not working. Siemens is investigating the issue.

Event description:
A customer reported that discordant carbon dioxide (co2) results were obtained on multiple patient samples on an advia chemistry xpt instrument. It is unknown whether the discordant results were reported to the physician(s). The samples were reprocessed on the original instrument and when rerun, results were either higher or lower than the initial results. It is unknown whether the repeat results were reported as correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant co2 results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00193 on 29-jun-2022. Additional information (07-jul-2022): siemens investigated the event, and based on siemens customer service engineer (cse) report and data analysis concluded the potential cause of the event was an instrument malfunction. However, the definitive cause of the event could not be determined. The cause of the event is unknown. The investigation findings and investigation conclusions codes in section h6 were updated to reflect this information. The system is performing according to specifications. No further evaluation of this device is required.